Event description:
It was reported that this device delievered 2 rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to an episode of atrial arrythmia. Device reprograming was suggested. No additional adverse patient effects were reported.